Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported upon follow-up that the issue wasn¿t resolved during the training, we found out the day after that it was caused by a software bug on the new deep brain stimulation (dbs) on navigation systems where the latest tool file had been installed. It only seemingly crashed during the navigates step. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative later performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a demonstration of the software, the software exited unexpectedly. During st and deep brain stimulation (dbs) product training, the navigation system dbs software repeatedly crashed. There was no patient present when this issue was identified. Feedback from tech services below was provided: we wanted to update you on an important item when using the navigation system cranial 3.0 software. Systems that have cranial tools package version 2 installed can experience an unexpected exit from navigation system cranial 3.0 software when using the dbs lead model tool. The situation is likely to occur on systems that upgrade to navigation system cranial 3.0 after installing the cranial tools install media version 2, which enabled the non-invasive patient tracker (nipt) and malleable suction instruments. A new system that installs navigation system cranial 3.0 only and does not install the cranial tools install media version 2 will not experience the situation.